Manufacturer narrative:
During device evaluation at olympus, it was found the labels were scratched and worn, the instrument channel and connector contact pin were leaking, the white dot was not seen on the orange cone of the image, switch #1 was scratched, the control knobs had play, the distal end plastic cover had deep dents and scratches, the cement of the objective lens was peeled/separated, the objective lens adhesive had a pin hole, the light guide lens was cracked and had peeled adhesive, the bending section cover was cracked, the insertion tube was cut/scratched, the pain on the cylinders was missing, the light guide tube was scratched, and the plug unit was leaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the glue cracked around the distal end plastic cover of the evis exera iii colonovideoscope and there was a reprocessing issue. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.